Event description:
Pt received burns at the bovie site. User facility stated a valley lab pad was used and placed on the flank. The burn was noted after surgery, upon removal of pad. The site was treated with topical antibiotic ointment. Pt has not been seen since.